Event description:
The customer was hospitalized for high blood glucose levels, with a reading of 510 mg/dl. The customer was spilling ketones and vomiting prior to the event. The father also stated that the display was blank. Troubleshooting was performed, but the display remained blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.